Event description:
It was reported that when using the bd pyxis¿ es server, had orders not crossing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that orders were not crossing. The technical support specialist (tss) performed a reboot of the carefusion coordination engine (cce) as no applications were accessible. After the reboot, the tss connected to the management console and observed a message cross in real-time. The system functioned as intended after the technical support specialist troubleshooted the issue.